Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The operating room staff have been noticing drops of chloraprep inside the sealed package.

Event description:
The operating room staff have been noticing drops of chloraprep inside the sealed package.

Manufacturer narrative:
A photo and samples were received for analysis. The applicator shows orange spots on the inside of the lidding which most likely came from the applicator. The failure mode was confirmed by photograph and samples. The orange dye powder may leak to the outside of the applicator on rare occasions during the assembly. In the following step of the process is the packaging which the dry powder dye on the outside of the applicator may fall onto the inside of the white lidding package; thus, resulting in small orange stains on the white lidding package. Orange dye is used on the applicator as part of the design to color the solution upon activation of the applicator by breaking the ampoule and solution flowing thru the hi-lite orange pledget (with the orange dry powder dye) as a visual prepping confirmation on the patient¿s skin. The orange color inside the package does not indicate the product has been activated, leaking, or is dirty. The applicator is sterile if package is intact. The orange dye (fd&c yellow # 6) used on the applicators is part of the design to serve a visual purpose of tinting the skin orange upon application to confirm the prepping of the patient¿s skin. The dye is an approved FDA (federal drug agency) colorant and is an inactive ingredient to be used in foods, drugs, and cosmetics (fd&c). The dye (fd&c yellow # 6) is documented in the product labeling (inner carton, lidding, instruction for use (insert)) as an inactive ingredient. The most probable root cause is excessive dye due to process variability. The customer complaint trends are reviewed monthly and this failure mode will continue to be tracked and trended. No further actions will be taken at this time.